Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). Review of the most recent repair record determined that the coupler nose board was charred. The nose board was replaced and resolved the reported issue. Device is used for treatment. Review of complaint history identified additional similar complaints for the reported item and part and lot combination. Complaints are monitored through monthly complaint review in order to identify potential adverse trends. A definitive root cause cannot be determined. No corrective actions, preventive actions, or field actions resulted after investigation of this event. The event is confirmed. UDI #: (B)(4).

Event description:
It was reported that the device was getting evac comm errors during cleaning. Evaluation later revealed that the coupler nose board showed signs of charring. No adverse events were reported as a result of this malfunction.